Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 13-jan-2015, fse arrived at the site to address the reported event. Inspection of the device revealed that the sample height detector was stuck, resulting in errors. Fse cleaned, lubricated and tested the level sense macro, and the rest of the device including the syringes and sample lead screws. He also cleaned the detector lens, installed new tubing on the reagent bottles, and a new probe tip. The customer stated that they would run the device during the night shift. No further issues were reported and no futher action was required by field service. The most probable cause of the reported event was due to fault/ failure of the sample height detector.

Event description:
On (B)(6) 2016 the customer reported receiving a short sample (ss) flag with their a1a-360 analyzer. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results e2, lhii, and prl. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.